Manufacturer narrative:
(B)(4). Batch # p58z2l. Device analysis: the ec45a device was received for analysis with no apparent damaged and with an ecr45g cartridge reload loaded on the device. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Had the device completed the firing sequence? If so, were there any issues with the cut or staple line? Did the device lock-out (no staples deployed and no cut line started)? Did the device start to deploy staples and cut but could not be completed (partially fire)? How was the device removed? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
Yesterday one of my surgeons had an issue with a ec45a. I wasn¿t in the case but the surgeon explained to me she was doing a low anterior resection with a green reload attached and was unable to open the jaws of the device once the gun had been fired.

Manufacturer narrative:
(B)(4). Additional information requested and received: had the device completed the firing sequence? Yes, trigger squeezed 4 times if so, were there any issues with the cut or staple line? No, stable line was fine or, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? How was the device removed? The device wasn't stuck on the patient, we couldn't open to reload. Did the jaws eventually open? No. Is the current patient status known? N/a. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, we just opened a new gun and completed the resection.